Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): full lead was returned and per analysis findings, the shaft seal was out of position, the distal conductor had blood or body fluid but was not obstructed, the helix or lobe was distorted or bent and there was blood in or on the helix/lobe mechanism (sleeve head).

Event description:
It was reported that at implant attempt of the right ventricular lead the sterility of the lead was compromised. The lead was removed and replaced. No patient complications have been reported as a result of this event.